Event description:
The hospital reported that during an ablation case, the generator heated up, and the surgeon had to wait until it cooled down to continue with the procedure, it prolonged the case. The case was completed with the same device. No patient complications have been reported.

Manufacturer narrative:
Investigation details: the testing has been completed, and the generator operated to specifications. The complaint is not confirmed.